Event description:
It was reported the gastrointestinal videoscope exhibited that sandstorm occurs during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - (B)(6)

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the forceps cannot be inserted smoothly due to snagging on the biopsy channel and a noise image occurs. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunctions reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.